Event description:
The customer reported that discrepant information was observed between a vitros 350 chemistry system when compared to the customer¿s laboratory information system (lis). A vitros csf glu result of 63 mg/l was obtained from the vitros instrument and uploaded the site¿s lis. However the lis reported a result of 63 mmol/l, when the correct value should have been 3.5 mmol/l when converting from mg/dl to mmol/l. The discrepant csf glu result was not reported out of the laboratory and a retrospective review of previous csf glu patient results determined the issue was isolated to this specific event. There was no allegation of patient harm as a result of this event (B)(4).

Manufacturer narrative:
The investigation determined that discrepant information was observed between a vitros 350 chemistry system when compared to the customer¿s lis. The vitros instrument reported a vitros csf glu result in units of mg/dl, while the lis was configured to report csf glu results in units of mmol/l. Further investigation determined the vitros 350 instrument was unintentionally configured to report csf glu results in units of mg/dl. The most likely assignable cause is user error while interacting with the vitros instrument. There was no malfunction of the vitros 350 chemistry system as the instrument was performing as configured.